Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 3.0x24mm taxus element sent was implanted in the distal left circumflex (lcx) artery and not the left atrioventricular groove as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014 the patient presented with shortness of breath and chest construction on exertion which was diagnosed as stable angina. Subsequently the patient was hospitalized on the same day. Post the index procedure a second lesion located in the left main coronary artery (lmca) extending to the left anterior descending (lad) artery was also treated with balloon angioplasty and 3x24mm non-bsc des stent, with good angiological result. The following day the event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel on the same day.

Event description:
It was reported that following a percutaneous coronary intervention, in-stent restenosis occurred. The 3.0x20mm, 80% stenosed, de-novo target lesion was located in the left atrioventricular groove. The 3.0x24mm taxus element sent was direct stented resulting in 0% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented with worsening in coronary heart disease. Angiography revealed 90% proximal edge restenosis located in the left main coronary artery (lmca) extending to the distal left circumflex (lcx). The lesion was treated with balloon dilation and the placement of an unspecified drug eluding stent, resulting in 10% residual stent stenosis. No additional patient complications were reported.